Event description:
The pt was implanted with a siltex becker 50 expander/mammary prosthesis on 9/17/91. Subsequently, the pt experienced a rupture of the device, an infection and capsular contracture. The device was removed on 2/24/98.